Event description:
Ous MDR - after an implantation time of about 41 months, it was reported that the prompt to reinitialize appeared repeatedly when the device was interrogated. No deterioration of the patient's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.